Event description:
Reported received of a "split tubing" with no pump alarm while the device was in use. The pump was programmed to deliver an unspecified solution at an unspecified rate. Less than 24 hours into therapy, it was reported that the tubing "split" approx 1 inch below the lower clave access site. The split was approx 1 1/2 inches long. It was also noted that the tubing was bulging just above the lower clave access site, but had not split. There was no pump alarm. There was no bleedback or blood loss. No medical interventions were required. There was no reported adverse effect to the patient. Though requested, there was no additional information available.